Event description:
It was reported that the user did not reconnect a new dexcom g7 sensor after the prior sensor expired, and was guided to enter the sensor pairing code. The pump then entered pairing mode with the new sensor and the user was informed of the pairing period. No reported symptoms, alerts, or alarms. Outcomes included successful troubleshooting and education with no hospitalization. Investigation included customer service review and guided troubleshooting. Investigation of this case revealed user handling related to not initiating a new sensor session until coached, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.